Event description:
"S/p b subgl infra 220 cc meme for augmentation. C/o burning pain. Denies decreased in size or change. Denies h/o trauma arthralgias/myalgias (+ am stiffness), paresthesias, spasms, fatigue, sleep disturb, adenopathy, low grade fevers, rec vaginitis, hot flashes/sweats, headaches, tmsd, visual changes, dizzyness, memory loss, sicca, hair loss, rashes, sens sun/odors, sob, cp/costochondritis, choking sen, wgt. Fluctuations, gi/disturb, easy bruising, tinnitis and cough. Otherwise healthy. B leaking breast implants."